Event description:
It was reported by the contact that the customer's correction setting was 1:150 with a duration time of 5 hours and thought it should be 1:100 with a time of 3 hours. The customer's blood glucose level was 450 mg/dl. The customer indicated that the settings would be discussed with the health care provider.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.